Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported poor image quality appears to be due to challenging patient anatomy. A conclusive cause for difficult or delayed positioning and difficulty retracting the lock line could not be determined. The reported unintended movement was likely due to challenging patient anatomy and difficulties with visualization which then cascaded into the slda (single leaflet device attachment). The reported unchanged mr was due to slda and the reported additional therapy/non-surgical treatment appears to be due to case specific circumstances as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The patient had a restricted posterior leaflet with a 25% ejection fraction and a slightly rotated heart. The image quality was very bad. There was a little bit of resistance noted while removing the lock line. The lock line was successfully removed by pulling on the other free end of the line. The first mitraclip was implanted, but immediately after clip deployment, the clip looked open and a single leaflet device attachment was noted. The clip opened to around 15 to 20 degrees. The posterior leaflet was no longer inside the clip. A second mitraclip was implanted lateral to the first clip to stabilize it. A third mitraclip was inserted, but was unable to grasp the leaflets; therefore, it was removed undeployed. The procedure was completed with mr remaining at grade 4. After the case, the physician noted that more force than usual was needed when pulling the first clip delivery system back to get to the grasp. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.